Event description:
The customer tested his blood glucose and received a reading of 348 mg/dl using his contour ts meter. He retested using his contour and received a reading of 135 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.